Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected of loose set screw. The right ventricular (rv) lead exhibited high rate non-sustained episodes with what appeared to be oversensing of non-physiologic signal on electrograms (egm). The patient was brought into the clinic for evaluation, but no noise was reproducible. Reprogramming was performed. The device and lead remain in use with continued monitoring. No patient complications have been reported as a result of this event.